Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a calcified. 99% stenotic lesion in a tortuous proximal lad coronary artery. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.